Manufacturer narrative:
(B)(4). Upon follow up the reporter further described the event as after the infusion was completed and the nurse was disconnecting the set, the ¿hard plastic broke¿. The drug that was being infused into the patient was alteplase 2mg diluted in 50ml normal saline. The catheter was replaced the same afternoon as the event onset and the patient was able to receive their scheduled dialysis. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the male luer lock was observed to be cracked. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an unknown step of hemodialysis, the solution set was connected to the patient¿s hemodialysis catheter which is considered off label use as the set used is not indicated for use in hemodialysis. During use, the male luer broke off on the hemodialysis catheter. On the same day, the patient required an unspecified medical procedure to remove their hemodialysis catheter and have a new one placed. It was not reported if the patient was hospitalized for the event. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.